Event description:
It was reported that the patient's implantable neurostimulator (ins) was moved to the patient's front because it was placed at the belt line in the back and caused the patient discomfort when her pants rubbed against the implant. The discomfort issues started since the patient got her implant and occurred until it was moved. It was indicated the device was moved to the front the year it was implanted or the following year. Follow-up was conducted in regard to the reported event. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).